Event description:
It was reported by service report that the crossbar release was bent and both height adjustment racks were also bent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
H6: other: height adjustment racks; bent release crossbar on the breakaway head section.